Event description:
It was reported that the external pulse generator immediately powered off upon removal of the battery. It was further noted that the battery case was missing. The generator was returned for service. The return paperwork indicated no patient complications were associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The device failed the battery removal amplitude test due to the main printed circuit board being out of specification. It was also noted that the battery drawer and battery drawer o-ring were missing. Also, the upper case and lower case were broken, the battery release was sticky, the lead flex cover, one side bail cover and encoder flex were contaminated, three case screws were missing, the battery contacts were compressed and the ring and one side bail were bent.